Event description:
Information was received that the cadd administration set was leaking at the filter site while connected to a pump. The patient was receiving a 7-day bag of blincyto. No reported adverse effects.